Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the hospital emergency room with drainage, fever, and swelling of all incision sites. An infection was suspected. The patient was treated with medications and the infection resolved. No additional adverse patient effects were reported.